Event description:
Patient called in to report an r code and the system continuously alerting the patient to plug in the therapy cable. The patient does not remember the service required code but states that the error code started with r. Customer care tried troubleshooting but it continued to alert the patient to plug the therapy cable into the monitor. The issue was not resolved. The event was not reported until the patient's end of use. There was no patient injury. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Returned therapy cable failed inspection. Dog bites were observed on cable jacket between 1.5"-4.5". Insulation is also cut through, exposing wires and shields. Animal bite damage to the cable caused reported failure. The assure wcd patient handbook advises "do not allow children or pets to play with the assure system." This failure was related to a specific use case, so there was no impact to product in inventory or the field while investigation was ongoing.